Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's blood glucose level at the time of incident was unknown mg/dl. The customer was treated with insulin pump for high blood glucose. Customer's current blood glucose value was 508 mg/dl. The customer experienced symptoms related to high blood glucose such as thirst. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at the time of incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.